Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system and also the drive support cap was sticking out. The customers blood glucose level was 156 mg/dl now its 176 mg/dl. The customer also stated that, the insulin pump had rewind anomaly. The product will be returned for analysis.